Event description:
A malfunction occurred with the code malf 12, and there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and call back if any issues returned, which the customer understood.